Event description:
The patient was found deceased at his home in 2007. The patient was still connected to the infusion device when he was found. Autopsy results revealed that the patient died of a respiratory infection. No further information is available. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.